Event description:
It was reported that multiple attempts were made and failed to interrogate vns. There is a suspicion of generator issue. The patient has been referred for replacement. Device history records were reviewed. The product past all functional and quality testing prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The device was replaced and shipped back to livanova. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Information received that the patient&#39;s explanted device was discarded. No other relevant information has been received to date.